Event description:
Home pt (hp) reports pt line of homechoice set became disconnected from transfer set during apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per hp.